Event description:
It was reported that during a pump refill the residual drug was found to be approximately the entire pump content. It was noted that there was a catheter issue. The catheter access port (cap) was accessed the catheter was unable to be aspirated. The patient was taken to the operating room (o.r), the pump was disconnected from the catheter and there was no cerebrospinal fluid (csf) flow. In the o.r, the expected residual volume (erv) was 16.8ml and the actual residual volume (arv) was 20ml. A bolus was programmed to run when disconnected from the catheter to check the pump function; the pump functioned appropriately. The existing catheter was removed and was flushed without difficulty. There were no visible kinks or occlusions; no issues were identified. The catheter was discarded and replaced with a new catheter. The physician speculated the event was due to a ¿positional issue¿. The patient had experienced increased spasticity; the parents had noticed a slight increased overall spasticity in the legs and arms. It was noted that the issue was resolved although the cause of the issue remained undetermined. Patient status at the time of the report was alive with no injury. The device system delivered compounded baclofen. It was further reported there was never an issue with the pump. The patient was doing well and had not further issues.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: catheter. (B)(4).